Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The monthly fuel gauge trend was reviewed, and the current trend appeared normal. There were no high voltage charges in the period of the sharp drop; therefore, the battery voltage drop was unaccounted for, which confirms the battery depleted prematurely.